Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer noticed a strong burning smell coming from the alinity I processing module. The customer powered the analyzer off. There was no visible smoke or fire observed. During the site visit, the abbott field service engineer found that the coolant reservoir was leaking and dripped onto the main power supply of the alinity I processing module where the sample pipettor fuses were charred. There was no impact to patient management, user safety, or facility damage reported.

Manufacturer narrative:
During the required site visit, the field service engineer (fse) discovered coolant had leaked from the bottom of the reagent coolant reservoir, through the analyzer, and dripped onto the processing module main power supply. Photos provided by the fse confirmed the charring observed on the power supply that included burn damage to several cable connectors plugged into the power supply, including the sample and r2 pipettor cables. Further inspection of the reservoir by the fse, found that the coolant tubing did not appear fully seated on the barb fitting of the coolant reservoir. Multiple parts, including the processing module main power supply, coolant reservoir, and sample/r1 pipettor power cables were replaced to return the analyzer to normal operation. A review of the alinity I processing module, sn ai04032, service history was performed and found no contributing factor on or around the date of the event. There have been no further occurrences of burnt components after service replaced the parts. The 12-month review identified no trends for tickets with replacements of the main power supply, processing module; coolant reservoir; cable, pwr, sample, pip; or the cable, pwr, r2, pip. A 12-month search for similar issues identified no additional complaints of the parts over the review period. This is the only complaint of a burnt processing module main power supply (part number a-30109701-01); and there were no additional complaints of a leaking coolant reservoir contributing to a smoking or burning event. The alinity ci-series operations manual provides the user adequate information regarding electrical hazards and performing an emergency shutdown of the alinity I. The alinity I service documentation contains instructions for the removal and replacement of the processing module main power supply; coolant reservoir; sample pipettor power cable; and r2 pipettor power cable. A review found the 2020 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn damage was limited to several cable connectors on the processing module main power supply and did not spread to other parts of the analyzer. Based on the investigation, no product deficiency was identified for the alinity I processing module, serial number (B)(4), main power supply, processing module (part number a-30103383-01); coolant reservoir (part number a-30109701-01); cable, pwr, sample, pip (part number a-35002440-01); or cable, pwr, r2, pip (part number a-35002436-01).